Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an artificial urinary sphincter (aus). The physician performed x-ray and found the balloon had fluid loss. The aus cuff and balloon was explanted and a new aus cuff and balloon was implanted. During the revision procedure a small hole was observed on the cuff.